Manufacturer narrative:
No parts have been received by manufacturer for analysis. Evaluation was unnecessary as issue resolution confirmed on call with medtronic technical services.

Event description:
A medtronic representative, software architect, reported that in synergy spine 2.1 application when using the invert image manipulation in the 3d mip view with the unilateral curved osteotome, before clicking "invert", it looks like its about to cut from posterior toward anterior, consistent with how the tool is held on the bone model. After clicking "invert", it looks like it is about to cut from anterior towards posterior. An in-house navigation system was used in this test. There was no patient present when this issue was identified. Resolution confirmed on call with medtronic technical services.

Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.